Event description:
It was reported that syringe 10ml ll 21ga 1-1/2in tw was damaged. This was discovered before use. The following information was provided by the initial reporter: the user complained that the syringe is damaged (melt).

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 9/29/2020. H.6. Investigation: two photos and one sample were received by our quality team for evaluation. During visual inspection, a damaged barrel was observed. A simulation was conducted to create the defect caused by no needle eject station top guide, where the top guide was adjusted to be lower at the transaction dial to create the damage on the barrel. The simulation results showed that the damaged barrel of the simulation and the returned sample are identical. Therefore, the team was able to confirm the customer experience. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The root cause of this nonconformance was at the no needle eject gate station where the top guide plate adjusted lower to the transaction dial. This caused the product to be tilted from the slot pocket resulting in a crash and damage by the pocket dial and the side guide during transition to the outfeed dial process. The defected parts were then failed to be removed effectively by the production technician which resulted in escapees to the next process. A new top guide plate was fabricated and mounted to secure the alignment at the needle eject station in order to prevent the syringe product from tilting from the slot pocket. H3 other text : see h.10

Manufacturer narrative:
Medical device expiration date: unknown. Medical device lot #: the customer provided lot # 9266721. This does not match the catalog number provided. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that syringe 10ml ll 21ga 1-1/2in tw was damaged. This was discovered before use. The following information was provided by the initial reporter: the user complained that the syringe is damaged (melt).